Event description:
A report was rec'd from an evecare practitioner regarding a pt who presented with moderate pain and a 2mm central infiltrate with overlying staining, os, associated with dialy wear use of o2optix lenses. Lens care system used was complete (amo). There were trace cells and faint flare in the anterior chamber. The event was treated with an aggressive regimen of antibiotics, cycloplegics and steroids, and resolved after 6 days with scarring and slightly reduced best corrected visual acuity (20/20 to 20/25-). The practitioner diagnosis was "microbial keratitis".